Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, the cause was due to the fact that the facility did not have maj-629 a/w cleaning adapter and the mh-974 washing tube. During the onsite visit, the olympus representative provided a facility review of the staff at the hospital. They spoke to management and provided the part numbers mh-974 and maj-629. They also informed the management team that the staff was not pre-cleaning the equipment properly and to please purchased the parts asap. Once the parts are delivered, the representative requested to be contacted in order to provide an in-service on how to properly pre-clean the equipment. This issue is covered in the instructions for use: 5.2 importance of cleaning, disinfection, and sterilization. The medical literature reports incidents of cross-contamination resulting from improper cleaning, disinfection, or sterilization. It is strongly recommended that all individuals engaged in reprocessing closely observe all instructions given in this manual and the manuals of all ancillary equipment, and have a thorough understanding of the following items: professional health and safety criteria of your hospital. Individual cleaning, disinfection, and sterilization protocols. Structure and handling of endoscopic equipment. Handling of pertinent chemicals. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer reported to olympus technical assistance center (tac), during a facility visit, it was observed the evis exera ii ultrasound gastrovideoscope was not properly pre-cleaned. It was noted that the facility does not have maj-629 a/w cleaning adapter and the mh-974 washing tube. Subsequently, it was recommended that customer purchases the parts needed to properly preclean the gf-uct180. There was no harm or user injury reported due to the event.

Event description:
The customer reported to olympus technical assistance center (tac), during a facility visit, it was observed the evis exera ii ultrasound gastrovideoscope was not properly pre-cleaned. It was noted that the facility does not have maj-629 a/w cleaning adapter and the mh-974 washing tube. Subsequently, it was recommended that customer purchases the parts needed to properly preclean the gf-uct180. There was no harm or user injury reported due to the event.